Event description:
It was reported that it was difficult to inflate the balloon.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Received only the catheter for evaluation. The catheter was evaluated and it was observed that it was pinched at the inflation lumen and there was an external dent mark at the location of the pinch. The lumen did appear to have been clamped off. The following steps were performed during the functional evaluation: - tested using lab syringe, unable to inflate the balloon with 10cc. Instead, the inflation funnel filled with water and ballooned out. - deflated and repeated using quick fill technique and achieved the same result. - manipulate the pinched lumen on the shaft using finger and after few second, pinched still remained on the shaft. - re-inflated and inflation funnel filled with water and ballooned out. The condition was a result of post manufacturing damage and was not manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[warnings] 1.method for use (1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder/urethra may be injured.] 2.applicable patients 6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (Fig. 5)" (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to inflate the balloon.